Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump continues to beep with no noted information on the screen. Complaints of the pump getting warm to touch and that it's due for maintenance february 2019. The patient switched to the backup pump with no complications. No adverse effects were reported.